Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the working length was kinked in several sections. Additionally, functional evaluation revealed that the device was able to bow and unbow as intended. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was kinked in several sections and the device was able to bow and unbow as intended. Based on the condition of the device, the problem found could have been generated by operational factors such as manipulating the device through difficult anatomy and the technique used for the device manipulation and by interaction between the autotome and the scope (hitting against a hard surface). The device was actuated and was able to bow and unbow as intended, indicating that the cutting wire was not broken. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the truetome 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the truetome 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.